Manufacturer narrative:
The system was serviced in the field and passed all tests. The representative reviewed error logs and the root cause could not be ID entified. The issue was unable to be replicated. While onsite, the representative adjusted covers and calibrated the motion. The system checkout was performed and no failures were found. Information references the main component of the system. Other relevant device(s) are: product ID: bi71000443, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000205, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000180, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000205, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000529, serial/lot #: -, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that when pressing the gantry down button on the pendant, the gantry would not move and the breaks would activate. The site attempted to restart the system and this did not solve the issue. There was a delay of less than one hour and no impact to the patient.